Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a leak at the probe of the instrument. Upon further inspection, the fse noticed that the rinse block was not moving all the way down because it was obstructed by the probe wipe rinse tubing. The fse rerouted the tubing and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was that the probe wipe drain tubing was obstructing the rinse block. Beckman coulter internal identification number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 500 hematology analyzer. The volume of the leak was not specified by the customer and the leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, eye protection and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated as a result of this event. There was no death, injury or change to patient treatment.